Event description:
It was reported that after a patient underwent an ion endoluminal lung biopsy procedure on (B)(6) 2024, the patient had developed a pneumothorax (and later acute left hemothorax) that required resuscitations and prolonged hospitalization. The target lesion was 9mm *8mm*17mm in size and located in the left upper lobe on the pleura. After the ion biopsy procedure on (B)(6) 2024, the post-procedure chest x-ray showed a pneumothorax of 100 mm at the apex to cupola and 140 mm at hilum. The patient showed symptoms of dyspnea and was given supplemental oxygen in addition to a pigtail pleural chest tube placement. On (B)(6) 2024, a new chest x-ray showed improvement in pneumothorax size, so the patient's chest tube was removed. Shortly after, the patient had severe left-sided chest pain, shortness of breath and his hemodynamics were compromised. Chest x-ray showed hemothorax, which required emergent surgical intervention. Prior to the surgery, the patient developed hypotension, and later became unresponsive with hypotensive shock and sustained cardiac arrest, which required resuscitations. Return of spontaneous circulation (rosc) was obtained after 2-4 minutes of advanced cardiovascular life support (acls) implementation. The patient then underwent the emergent left thoracotomy with evacuation of hemothorax. On (B)(6) 2024, the patient's abdominal computed tomography (CT) scan showed pneumatosis of the right colon. The patient underwent exploratory laparoscopic right hemicolectomy and end ileostomy for ischemic cecum and right colon on (B)(6) 2024. The patient experienced staph hemolyticus sepsis that required vancomycin and developed progressive acute kidney injury during the hospitalization. On (B)(6) 2024, the patient was transfused with 2 units of red blood cells due to hemoglobin decline. The patient is now recovering with improved renal function and was started with regular diet on (B)(6) 2024, but is still hospitalized at this time.

Manufacturer narrative:
Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event. A review of the event performed by an intuitive surgical, inc. Medical safety officer concluded that pneumothorax is an expected and known complication and the reported pneumothorax was procedure related but not device related. Hemothorax is a known complication of chest tube placement and was related to the chest tube and not the index lung biopsy. There was no allegation of malfunction of the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. The bleeding causing hemothorax was related to the chest tube as it occurred immediately after chest tube removal the day after the lung biopsy. Chest tube associated hemothorax has been reported to range between 0.1-1.3%. There was no bleeding associated with the index lung biopsy which was performed the day prior. Also, bleeding with a bronchoscopic lung biopsy manifests as hemoptysis rather than hemothorax. The hemothorax was significant as it was associated with hemorrhagic shock associated with cardiac arrest. The hypoperfusing state associated with the hemorrhagic shock and cardiac arrest likely lead to bowel ischemia in a patient with limited physiologic reserve in the setting of known vasculopathy and multiple significant comorbidities including coronary artery disease with prior myocardial infarction, congestive heart failure, cirrhosis, chronic kidney disease and atrial fibrillation. ---ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. ---folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. ---kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. ---brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. ---jackson k, kafi o, bhullar ds, scott j, storey c, hyatali s, carlin h, brown a, grimshaw e, miller j, rank h, porritt s, carling m, aujayeb a. Complications after thoracocentesis and chest drain insertion: a single centre study from the north east of england. Jor. 2021. ---hooper ce, welham sa, maskell na. Pleural procedures and patient safety: a national bts audit of practice. Thorax. 2015. ---kong v, oosthuizen g, sartorius b, keene c, clarke d. An audit of the complications of intercostal chest drain insertion in a high volume trauma service in south africa. Annals. 2014. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Additional information was received as below: the patient was reported with improved renal function on (B)(6) 2024 and recovered from the sepsis and the patient was discharged on (B)(6) 2024.

Event description:
Refer to h10/h11 for follow-up information.